Manufacturer narrative:
Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of hard nodules, swelling, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications ¿ do not inject juvéderm® voluma¿ with lidocaine in the periorbital area (eyelid, under-eye area, crow¿s feet), in the glabellar region or in the lips. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the ck3, m, and lp6 with 2ml of unspecified juvéderm® voluma¿. Twenty months later patient developed hard nodules, swelling, and induration at all the juvéderm® voluma¿ injected points. The symptoms are not visible from outside but are palpable. Patient was prescribed medrol in a declining dose and ciprofloxacin for 20 days. Symptoms are ongoing.